Manufacturer narrative:
The initial report was submitted in error. This report is a duplicate of manufacturer's report number 1218950-2021-00848. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station failed to alarm on (B)(6) 2021 or (B)(6) and a patient experienced a ventricular fibrillation (vfib) event.